Event description:
It was reported that the patient was seen in clinic due to patient notification. High ventricular lead impedance along with several ventricular noise reversions was observed. It was later reported that the set screw was loose. The problem was resolved by retightening the set screw. Device remains implanted.